Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 104 mg/dl. The customer stated that the buttons are recessed and they do not work. The customer stated that he was unable to fully program a bolus with the pump. The customer stated that the pump was received this way when he tried to set the utility limits. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.